Event description:
The customer contact reported a disconnection. On an unspecified date, a primary plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the primary plumset for piggyback deliveries of an unspecified volume of packed red blood cells (prbc) at an unspecified rate. It was reported that after the tubing set had been in use for three hours, during the second piggyback delivery of prbcs, the secure lock male adapter of the secondary tubing set disconnected from the clave secondary port on the cassette of the primary plumset. It was reported that 25 ml of blood leaked onto the nurse. The customer contact reported that the secondary tubing set was cleaned and the secure lock male adapter of the secondary tubing set was reconnected to the clave secondary port and the therapy was resumed. There were no reported adverse effects to the patient or nurse. There was no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.